Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The de novo eccentric 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. The physician approached from the radial and pre-dilated with 1.5 and 2.0 mm apex balloons sequentially. The 2.25 x 28mm promus element mr stent delivery system was advanced several times and was unable to cross the lesion. The physician noticed that the stent became distorted. The procedure was completed with 2.25x24mm promus element. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The de novo eccentric 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. The physician approached from the radial and pre-dilated with 1.5 and 2.0 mm apex balloons sequentially. The 2.25 x 28mm promus element mr stent delivery system was advanced several times and was unable to cross the lesion. The physician noticed that the stent became distorted. The procedure was completed with 2.25x24mm promus element. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: device analysis determined that the condition of the returned device was consistent with the complaint incident. However, tip damage and severe hypotube kinks were also noted. A visual and microscopic examination identified proximal stent damage. Struts on row 1 were misaligned. A visual and microscopic examination identified severe kinks along the entire length of the hypotube. A visual and microscopic examination also found that the tip was slightly flared. Solidified blood was present on the tip, therefore indicating the device had been used in vivo. No issues were noted with the balloon section of the device. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).